Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation . Lab analysis summary: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the inside the device and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp in the valve bond edge. And opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a sharp opening on valve bond edge assessed as an unidentified (tear) opening. -a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation with lacerations. Device has been explanted.

Event description:
Healthcare professional reported right side deflation with lacerations. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, d.4, g.2.